Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the bearing cage on the left rail was completely shattered. A field service engineer replaced them with an extra drawers and ordered rails to resolve the issue. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported by the customer that a pyxis medstation es system drawer was not closing. The customer reported that a malfunction occurred while the user was attempting to dispense medication to the patient and the resulting delay in dispensing medication. There were no adverse events or injuries reported based on this event.